Manufacturer narrative:
If explanted; give date: not applicable, there is no indication the lens has been explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a stress line on the salt. The lens was fully inserted. There was no vitrectomy, incision enlargement or sutures required. There was no medical intervention required. No additional information was provided to johnson & johnson surgical vision.